Event description:
During surgery, the twist drill broke off in the pt's maxilla. A small portion of the twist drill still remains in the pt's bone. A secondary surgery will not be performed to remove the remaining piece. Surgeon was using a stryker 2 cordless drill in conjunction with the kls martin twist drill.

Manufacturer narrative:
There was no device available for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. For this reason, steps could not be taken to replicate of confirm the reported event. The root cause cannot be determined at this time. Product labeling that accompanies the device includes the following statement as a warning to operators, "serious injury to personnel and/or damage to the equipment may result if this twist drill is used in a hand piece that it was not designed for." Kls martin twist drills should only be used in kls martin devices that are specifically designed for them. If further info is acquired that adds value to the content of this report and/or a valid conclusion can be drawn, a follow up report will be sent.